Event description:
The customer called tandem technical support (cts) for assistance with completing the load process. The customer attempted to file the cartridges with u-100 50 cc syringes, but the pump requested a minimum of 50 units. The customer's blood glucose level had reached 300 mg/dl but was at 244 mg/dl at the time of the call. During troubleshooting, the customer tried to reload the same cartridge and received the same message. Cts had the customer load an additional 50 cc with the syringes the message appeared again. An additional 50 cc was used and the customer was able to complete the load process.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. In addition, the user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.